Event description:
Additional information received from the customer confirmed the unknown implant to be xiios4385 lot 2012050730. No additional information that indicates malfunction of the device was reported.

Manufacturer narrative:
Additional information received from the customer confirmed the unknown implant to be xiios4385 lot 2012050730. No additional information that indicates malfunction of the device was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® certain® prevail® 2 implant 4/3 x 8.5mm (xiios4385) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using only the available instructions for use and risk files. Functional testing could not be performed since the device was not returned. Pre-existing condition noted on the per is clenching. The reported device had been placed on tooth # 18 (unspecified notation system) for approximately 2 years. X-ray or picture image was not provided. DHR review for the lot (2012050730) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2012050730) and no similar event or complaint about nonconforming products was found. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event and product condition were unknown/ non verifiable. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is placement of implant in a patient with patient factors (e.g. Clenching, poor hygiene, periodontal issues, pre-existing medical conditions).

Manufacturer narrative:
Due to circumstances surrounding the covid-19 pandemic, the healthcare facility has indicated that additional information and/or product related to this complaint cannot be provided. Therefore, further due diligence activities will not be performed at this time and the complaint investigation will proceed with currently available information. Should additional information and/or product become available, the complaint investigation will be updated as appropriate. (B)(4). Device was not returned.

Event description:
It was reported that an unknown implant was removed at tooth location 18. No indication of malfunction has been reported.